Event description:
It was reported that the handpiece had a broken 4-40 stud. There were no other details available. No pt consequence was reported.

Manufacturer narrative:
There was no sample received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.